Event description:
It was reported the customer had repeated no delivery alarms on their insulin pump. Customer also noted air bubbles on their infusion set. Customer has already troubleshooted for the issue several times. It was found the customer stored their insulin in the refrigerator. Customer was advised this may create air bubbles. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.